Manufacturer narrative:
This report is filed march 10, 2016.

Manufacturer narrative:
This report filed january 14th, 2016.

Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the electrode lead extruded through the ear canal on (B)(6) 2015. Subsequently, the device was explanted on (B)(6) 2015. It is unknown if the patient was reimplanted with a new device as of the date of this report, (B)(6) 2015.